Manufacturer narrative:
The referenced pump exchange performed on (B)(6) 2017 due to a driveline issue was reported under medwatch MFR report #2916596-2016-02122. Device evaluation: the explanted pump was returned for evaluation. This report represents the hemolysis events. The driveline issue is reported under medwatch MDR report #2916596-2016-02122. A correlation between the device and the reported hemolysis could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 11 inches from the pump housing and the severed portion of driveline, measuring approximately 28 inches in length was returned. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no depositions. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope. No abnormalities were found. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient underwent a pump exchange on (B)(6) 2017 due to the previously reported driveline issue.

Manufacturer narrative:
The referenced driveline issue and elevation in transplant status are covered under medwatch MFR report # 2916596-2016-02122. (B)(4). Approximate age of device ¿ 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was listed as status 1a for heart transplant due to hemolysis and a driveline issue. The patient had been admitted multiple times for hemolysis, beginning in (B)(6) 2016. The patient was admitted from (B)(6) 2016. As the time the patient and a hemoglobin (hgb) of 9.5 g/dl, a hematocrit (hct) of 28.9%, an international normalized ratio (inr) of 1.52, and a lactate dehydrogenase (ldh) of 483 u/l. The patient was treated with heparin and integrilin infusions. From (B)(6) 2016, the patient¿s laboratory values were: hgb 7.8 g/dl hct 23.9%, inr 3.56, and ldh 446 u/l. Information regarding treatment was not provided. The patient was also treated with heparin and integrilin infusions during the following 3 admissions: (B)(6) 2016 with hgb 8.1 g/dl, hct 24.7%, inr 4.29, and ldh 545 u/l; (B)(6) 2016 with hgb 9.4 g/dl, hct 28.4%, inr 3.08, and ldh 488-633 u/l; and (B)(6) 2016 with hgb 9.4 g/dl, hct 28.5%, inr 2.97, and ldh 548-596 u/l; (B)(6) 2016, with hgb 10.3 g/dl, hct 30.9%, inr 3.23, and ldh 608 u/l. The patient was listed as status 1a for transplant.